Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 14-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint lens was received cut in half. The lens was cleaned and no further issues were identified. The complaint issues were not confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a refractive surprise with the patient's left eye (-5.5) post implantation of a preloaded monofocal intraocular lens (iol). The iol was explanted on a later date. Sutures and vitrectomy were required. No additional information was received.

Manufacturer narrative:
Per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section a2 - age/date of birth: the exact date of birth is unknown, but the year 1942 was provided. Section b3 - date of event: unknown/not provided. The best estimate date is between implantation date (B)(6) 2023) and date lens was explanted (B)(6) 2023). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.